Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed, and it was found that only one syringe of propofol was administered out of two and the tci was stopped by an error ID 2 (displacement error). The reported device was received in brézins for investigation. According to our investigation, no anomalies were observed during the external visual inspection. Two tci protocol tests of the history log have been carried out and both were compliant with no malfunction, no alarm, and no error. After that, remaining volume in the syringe test has been carried out and with the braun omnifix 50cc syringe filled to the maximum with water, the volume measured using a balance was 60.388 ml, which is not consistent with the total remaining volume recorded in the device logs (65.649 ml). This is probably due to a wrong syringe selection, or a wrong syringe used by the user. The quality control did not reveal any dysfunction. The internal check revealed that the linear sensor was slightly unstuck, but this is not the cause of the fault observed. For this complaint, no technical cause has been found compared to the complaint description but as the linear sensor was slightly unstuck it is recommended to replace it as a preventive measure. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: formal: user said that infusion stopped half way through. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.